Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure with sleeve gastrectomy, while on the first firing with black reload, when the surgeon was trying to fire the first reload (black reload) there was a high pitched sound from the stapling, the device broke. A new device was opened in order to complete the case. No patient injury.